Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973145. Visual inspections & results: lockout position, fired; cartridge condition, 1/4 fired and cartridge return batch number, k00p98. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, broken; condition of short rack, good and condition of yoke, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.